Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that the syringe cracked during injection and that local anesthetic sprayed from the device. To support the investigation, one 10 ml luer lok syringe from lot 5255212 was returned and evaluated by the quality team. The sample was received fully assembled and loose. Upon inspection, a significant crack was observed on the barrel, extending from near the top of the barrel to approximately the 10ml mark, located in the non scale marking area. This condition is nonconforming to the product specification and is considered to be associated with the assembly process. A device history record review was completed for material number 309695, lot 5255212. The review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the approved inspection control plan, released for shipment, and is considered compliant with applicable product specification requirements. To date, no additional similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported symptom is confirmed.

Event description:
It was reported that bd 309695 - syringe control 10ml ll barrel cracked. Verbatim: rcc received a complaint via email. Incident or problem information: mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2026. Type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use). Level of harm: no apparent harm - reached the patient/person -- inconvenient. (B)(6) optional report to cmdsnet (health canada): incident details: surgeon was injecting local anesthetic using the 10cc control top syringe. The syringe cracked while she was injecting and local sprayed out. Who was affected? No person affected. Frequency of problem: first time. Invasive procedure? Yes. Procedure: dilation and curettage. Device information: device name/description: syringe luer lock tip finger control 10ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309695. Serial or lot number: (B)(4). Expiry date: 2030-08-31. Supplier: medline canada corporation: supplier/catalogue number: 308-309695. Is the device retained? Yes. Investigation request: expected type of investigation: actual device tested; lot review. (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.